Manufacturer narrative:
This report is submitted on april 13, 2021.

Event description:
Per the surgeon, the patient experienced poor performance with the device. Neural response telemetry was attempted; however, no measurements could be obtained. Dvt imaging revealed all electrodes were outside of the cochlea. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 29, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with a new device during the same surgery. This report is submitted on september 7, 2021.